Event description:
Patient reported a bilateral exchange from textured to smooth breast implants due to the their concern with the product and bilateral lumps. Patient representative later reported ¿pain/discomfort; capsular contracture,¿ baker grade unknown, ¿eroding of l pectoralis major muscle,¿and significant defect of chest area (deep concavity) requiring subsequent surgeries.¿ the report of ¿umbilical hernia defect" has been deemed not related to the device. Affected side is right. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.